Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: it was reported that the registered a nurse, attempted to deploy the 5f mynxgrip vascular closure device (vcd). However, it would not shuttle down. There was no reported patient injury. Manual compression was held for less than 30 min to achieve hemostasis. There were no kinds in the sheaths. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally. The user could not shuttle down completely. The sheath was not retracted. The procedure type was diagnostic and the stick location was medium. The vessel type was (5mm) arterial. The deployed was trained on the mynx devices. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1702302 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time

Event description:
It was reported that the registered a nurse, attempted to deploy the 5f mynxgrip vascular closure device (vcd). However, it would not shuttle down. There was no reported patient injury. The device is not available for analysis. Manual compression was held for less than 30 min to achieve hemostasis. There were no kinds in the sheaths. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally.  The user could not shuttle down completely. The sheath was not retracted.  The procedure type was diagnostic and the stick location was medium. The vessel type was (5mm) arterial. The deployed was trained on the mynx devices.